Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an alert was received from the remote monitoring system indicating this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range pace impedance measurements. The patient was seen in clinic for additional follow-up at which time impedance variations could not be reproduced. X-ray of the lead was negative for any signs of damage. The physician elected to continue with routine follow-up and remote monitoring. No adverse patient effects were reported. This system remains in service.

Event description:
It was reported that an alert was received from the remote monitoring system indicating this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range pace impedance measurements. The patient was seen in clinic for additional follow-up at which time impedance variations could not be reproduced. X-ray of the lead was negative for any signs of damage. The physician elected to continue with routine follow-up and remote monitoring. No adverse patient effects were reported. This system remains in service. At a recent follow up in 2022, high, out-of-range pacing impedance measurements continue to be observed. During troubleshooting, non-physiologic noise was produced with provocative maneuvers. Technical services discussed additional testing by taking continuous impedance measurements, and recommended x-rays to evaluate the lead body. No adverse patient effects were reported. At this time, the device and rv lead remain implanted and in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.